Event description:
It was reported that this right ventricular (rv) lead was showing high rates and lead testing could not be performed. Technical services (ts) was consulted, and provided a review of an electrogram (egm) that showed that this rv lead had been pulled back and was in the floor of the atrium. This lead remains implanted. No adverse patient effects were reported.